Event description:
Ous MDR - this lead was removed due to high thresholds and an increase in impedance. If additional information becomes available, this event will be updated.

Manufacturer narrative:
Ous MDR.